Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was informed the ins was not charging but then added that it had been charging since yesterday, (B)(6) 2021, but as of yesterday the ins battery would not go past 50%. The caller also noted there was another part of the system that was also not charging. The caller was unable to clarify further. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.